Event description:
A report from univ hosp of (B)(6) that the icy catheter was surgically removed from the pt.

Manufacturer narrative:
The catheter has not been returned despite repeated attempts to obtain its release from the institution in question. From the history available, the catheter was used successfully until the time for removal. On attempted removal of the catheter, it came out easily until just past the first segment of the balloon. At this point it became "stuck". The bag of flush was checked to ensure that none had leaked into the pt. It was still full i.e. Prior to an attempt at removal there had been no balloon leak/rupture. The attending staff decided it was safest to do a cut down on the catheter to remove it. The catheter was successfully removed through an incision in the groin. From the history, it is suggestive either that: the balloons were not drained fully of fluid prior to extraction as per the instructions for use. With attempted extraction one lodged in the insertion canal. Or, for other reasons the catheter was retained in the insertion canal. In either case, traction applied led to rupture of the balloon and to a bunching up of the balloon in the insertion canal. Although this event does not constitute a serious injury in itself, if it recurred it could result in serious injury under other circumstances. The surgical recovery of the catheter was skillful in this case. This is the first report of a retained alsius icy catheter. There have been over 6,000 alsius icy catheters shipped.